Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility stated that a decision was made to use an impella cp to support for percutaneous coronary intervention and recovery in the intensive care unit. During use in the catheterization lab, there was a "placement signal unreliable¿ alarm which lost placement signal halfway through case. Shockwave was used at the time of placement signal loss. The decision was made to remove the impella cp and the case was successfully completed with a new impella cp.

Manufacturer narrative:
The investigation for optical signal issue has been completed. There were no data logs returned. The clinical stated that there was a loss of placement signal halfway through the case during the time of shockwave. The returned product was able to reproduce ps unreliable alarms and the 5s parameters were revealing a damaged sensor. Gain 1.37, light 2.75, contrast 5.8%, snr 12, and cavity length 32768. The laser continuity test did not reveal any breaks in the fiber line as light was able to exit the sensor face. The root cause of the optical signal issue is most likely due to a damaged sensor due to shockwave but the distance between the senor and shockwave is unknown, based on clinical details and returned product analysis.